Event description:
Medtronic received information that 16 years and 7 months post implant of this aortic bioprosthetic valve, the patient is being eval uated for a transcatheter valve-in-valve replacement. The reason for evaluation was reported as severe aortic insufficiency. No intervention or adverse patient effects were reported. Subsequently, ten days later, a valve-in-valve replacement with a non-mdt transcatheter valve was performed. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.